Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4), 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee arthroplasty, and suture was used. The needle was detached from the suture during continuous suturing on the fascia. It was not a control release needle. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
An unopened representative sample was returned for evaluation. During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects or needle pull were observed. The sample was tested by needle pull and the result is above the minimum individual requirement. Per the condition of the representative sample, no performance-pull off suture needle was found and the tested needle/suture combination met the finished goods requirements.